Manufacturer narrative:
Device (B)(4) relates to component (B)(4). The device was not returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The cause for the reported air leak remains unk.

Event description:
It was reported air was aspirated into the sheath through the hemostasis valve during the procedure. The procedure continued without using this device. There were no consequences to the pt. The device was discarded at the hospital.